Event description:
It was reported that during a colon procedure the devices pin fell out when placed; the reload broke and it would not fire. They used another device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Results: damaged cartridge. The analysis results showed that the device arrived in good visual condition and with one reload loaded in the device. The reload was received damaged as the rear cap was detached and missing, allowing the retainer pin to slide out of the reload. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. If the instructions are not follow the reload may became damage. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.